Event description:
It was reported that the patient was revised due to tibial loosening.

Manufacturer narrative:
This event was originally reported as MDR #1822565-2013-00042. Review of primary surgical report did not reveal any deviations from the surgical technique. The revision surgical report states that the tibial component was bit loose. No devices or photos were received; therefore, the condition of the components is unknown. Neither surgical notes nor x-rays were provided, therefore, fit and orientation could not be evaluated. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.